Event description:
The clinic reported exposed wires on the handheld cable. The hospital system was replaced and there were no adverse consequences reported by the clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Visual inspection verified the hs the reported event was confirmed as a frayed wire was observed on the antenna due to an undetermined event. Due to the condition of the returned antenna, a known-good antenna was used during further testing. The hs was connected to a test station and a diagnostic test was successfully performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.